Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was above 400 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. Customer¿s other blood glucose level was 380 mg/dl and did not indicate the correct number 50 mg/dl to 100 mg/dl or more. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pen. Customer stated that the insulin pump was not pushing out insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer was not using auto mode. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the cannula was crimped. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.